Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a scale reading error during treatment. The cycler also received a power fail recovery failure upon reboot. The patient reported having peritonitis.

Manufacturer narrative:
Correction: other relevant history, catalogue, UDI.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a scale reading error during treatment. The cycler also received a power fail recovery failure upon reboot. The patient reported having peritonitis.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a temporal relationship exists between ccpd therapy with the liberty select cycler, fmc cassette and the patient reported event(s) of peritonitis. However, there is no documentation or indication the liberty select cycler or fmc cassette caused or contributed to the event of peritonitis. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Due to the lack of information, the etiology for the patient¿s peritonitis event is unknown. Therefore based on the information available, causality cannot be determined. Should additional information become available, this clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.